Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implanted l4 drg lead had migrated out of the foramen and into the epidural space. The l4 lead was replaced on (B)(6)2019 due to the lead migration. Effective therapy was established post-op. Surgery addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.